Event description:
A caller reported that their pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. The issue appeared to be resolved after the customer reset the pump, and the customer continued to use the pump for insulin therapy.